Event description:
Reference MDR #1219856-2011-00286 for the first event involving the same patient. It was reported that a second catheter was being placed into the patient's femoral artery. After the intra-aortic balloon (iab) was inserted, again there was an absence of the pressure signal on the monitor. As a result, a third balloon was successfully placed using a bigger introducer in order to provide hemostasis. There was no serious consequence to the patient. There was a delay in treatment with no harm to the patient, no patient death and no patient complications reported. The patient outcome was fine.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.